Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was up to 500 mg/dl, 495 mg/dl and current blood glucose is 187 mg/dl. It also stated that insulin pump stopped delivering insulin entirely. The customer treated high blood glucose with bolus via the insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering. The high pressure test was performed and result were, they got insulin flow blocked alarm prior to doing test. The insulin pump will not be returned for analysis.